Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to diabetic ketoacidosis with unknown blood glucose level. Customer was reported that insulin pump had black screen, batteries constantly draining, and delivery system was failed. The insulin pump will not be returned for analysis.